Event description:
It was reported by a company representative that a physician found high impedance on patient's vns system diagnostics during a follow up visit. The device was turned off due to the reported event and x-rays were provided to the manufacturer for assessment. X-rays were reviewed and the generator was visualized in a normal placement in the left upper chest. The filter feed-through wires appeared to be intact. The lead wires at the connector pin appeared to be intact. The lead connector pin did not appear to be fully inserted into the generator connector block, though this cannot be confirmed based on x-rays received. The electrodes appeared to be placed in normal arrangement, but couldn't be fully assessed due to poor quality of the images. There's a suspect area, close to the electrode that couldn't be fully assessed due to the lack of neck ap and lateral views and quality of the images. No obvious lead breaks or acute angle were observed in the assessed portions. Good faith attempts to obtain further information have been unsuccessful to date.

Event description:
Additional information was received through an implant card indicating the patient underwent generator and lead replacement surgery due to a lead discontinuity and battery depletion. The explanted products were indicated to not be available for return to the manufacturer.

Event description:
Additional information was received from an article entitled "adverse effects and surgical complications in pediatric patients undergoing vagal nerve stimulation for drug-resistant epilepsy" regarding this patient's high impedance/lead fracture. The physician indicated that the cause of the lead fracture was post-traumatic and he had no indication that the patient's device failed. The article also stated that the lead fractures were caused by patient falls.